Event description:
Customer reported an unexpected negative reaction when testing a patient sample with a known anti-e on the galileo.

Manufacturer narrative:
Review of images: plate contained the sample in well e4 which resulted as negative with a reaction strength of 14. A service call was made: added pulse counts to first position to 500 from 498 for washer alignment and verified clean well roi. Performed qc. Galileo is operating within specifications.